Event description:
Upon removal of prewired ECG electrodes from a neonate pt clinician noted bleeding at one of the electrode sites. Pressure was applied and break inskin was observed at the electrode site. A physician was called to examine the pt's wound. Upon examination the physician verified that the wound required sutures to mend wound. The wound was sutured and bandaged with steri strips.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: telemetry failure, inherent risk of procedure. Conclusion: device failure directly contributed to event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device use continued with restrictions/limitations, inserviced by biomedical engineering dept. Staff. The device was destroyed/disposed of.